Manufacturer narrative:
Product ID: 3389-40, lot# unknown, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported a surgery was scheduled to replace 2 explanted extensions and an explanted ins that had been taken out due to pocket infection in (B)(6) 2015. Upon inspection of the area, just superior to the lead/extension connector, the surgeon discovered the deformed leads and determined the extension and battery replacement was unwarranted. Deformed and broken leads were observed by the surgeon at a site near the lead/extension connector. The patient experienced no symptoms as a result of this condition. In order to protect the lead end, the surgeon had previously (in (B)(6) 2015) cut the extensions just inferior to the connector and they had been buried subcutaneously since then. The leads were cut near the stimloc cap and the brain section stayed implanted for later explant. They were going to measure the impedance of the leads but the surgeon said the leads were unusable and that would be unnecessary. No other troubleshooting was performed. No interventions were taken. The issue was not resolved at the time of report. Please see manufacturer report #3007566237-2015-04018 for information on the patient's concomitant system.

Manufacturer narrative:
Analysis of the lead found the outer insulation of the lead body had breached esc. There was breached esc on the outer insulation at many locations.